Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The distal segment of the lead was returned and analyzed. There was blood/body fluid on the distal and proximal conductors. The outer insulation was melted and had cosmetic environmental stress cracking.

Event description:
It was reported that the lead was cut and capped in (B)(4) 2009 because it was non-functioning. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.